Event description:
The customer reported obtaining erroneous differential results for two samples from a single patient over two days involving a unicel dxh 800 coulter cellular analysis system. The customer indicated that the results did not match results obtained from a manual differential review. This report is for the event which occurred on (B)(6) 2013. Please see medwatch #1061932-2013-00388 for the report of the event which occurred on (B)(6) 2013. Data review of provided instrument printouts indicates that the sample recovered lower lymphocyte percentage (ly%) and higher neutrophil percentage (ne%) without differential specific suspect messages on initial run. Although there were no differential specific flags generated for the sample, the complete blood count (cbc) results obtained on the sample alerted the customer to review the slide for morphology. The customer performed a manual smear and the results were reported out of the laboratory as correct. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched but could not duplicate the reported problem. The fse completed a preventative maintenance (pm) which was due, adjusted the gain/phase for latron and also performed optical alignment to lower the coefficient of variations (%cv) for latron but no issues were found. Raw data analysis was performed and indicated that the sample provided has 74% blasts according to the manual reference. The algorithm set blast and variant lymph flags for the run which was dated (B)(6) 2013 at 10:59:27 (please see patient data from medwatch #1061932-2013-00388), where most events were classified as lymphocytes and a more elongated pattern is seen. No suspect flags were set for the other three runs because of better separation of other events from the lymphocyte population.

Manufacturer narrative:
Method: raw data analysis.